Event description:
During evaluation of a returned homechoice device, an increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy that was initiated on (B)(6) 2013 at 21:18:15. During night drain cycle four, the home patient (hp) drained 3268 ml with a maximum programmed fill volume of 2000ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. The report of an increased intra peritoneal volume (iipv) event was confirmed through an event history log review. Additional testing on the device included: flow testing, pressure testing, current leakage testing and impedance testing. The root cause of the iipv could not be identified. If additional relevant information is obtained, then a follow-up MDR will be submitted.